Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee replacement procedure on (B)(6) 2015 and the suture was used. Following the procedure, the patient presented with external and internal clinical responses. The patient experienced allergic reaction to the suture until nowadays. After the fifth day from the procedure, there was the occurrence of bubbles and an inflammatory process in the outer area. This problem has been alleviated with the use of anti-allergy and anti-inflammatory drugs and removal some alternate points of the suture ahead of time. Internal reactions are also present in the form of edema that never diminished, local fever, redness and a lot of pain that makes impossible to walk after almost seven months following the procedure. The doctor opined that they need to remove the points to improve symptoms, but these symptoms are not promoting internal healing necessary for removal the points. As reported, if the points are removed at this moment, it can affect the whole knee prosthetics process. Additional information has been requested.